Event description:
While doing a knee arthroscopy, the surgeon felt that the arthroscopy pump's sensor was not working appropriately with the system delivering too much fluid. Use of the system was discontinued. After the procedure, the surgeon felt that the operatively thigh was larger than the unoperatively by approximately 1 inch, indicating fluid leaking into the thigh via capsular tear/rupture.